Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Event description:
It was reported that the anchor broke in arthroscopy. No significant delay or patient injury reported.

Manufacturer narrative:
One 72201881 dynomite 2.0mm peek anchor preassembled needles fixation device returned. This instrument is recommended for attachment of soft tissue to bone situations. The insertion handle with shaft was returned. It is undamaged. The suture and double needle assembly was returned and had been separated from the insertion device. The suture was knotted where the anchor would be. The 2mm peek anchor was returned but was diagonally fractured at the distal tip. There is also flowering of the proximal end where the anchor seats onto the inserter. This is consistent with excess force used during tapping the implant into location. The product has very specific prep instruction for use with only smith& nephew drill bits and guides. Per IFU (B)(4) : "it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of this device. To prepare the insertion site, only use the smith & nephew drill guides and drill bits intended for use with the dynomite suture anchor or the implant may not be properly aligned. Inspect the drill bit for damage prior to use. Do not attempt to straighten or sharpen the drill bit. Sharpening will alter the implantation site and could affect anchor stability". Response to further questions were unsuccessful. No root cause associated with the manufacture of this device was determined.